Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the doctors had difficulty during the removal of the catheter. Intervention - a cat scan was performed. The scan confirmed that the catheter was anchored in the vertebra. The catheter was removed and another was placed successfully. The patient's condition is reported as fine.